Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the insulin pump went dead. The customer reported that they received no delivery alarm. The customer reported that the paramedics were called for high blood glucose and transported them to the hospital. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of hospitalization. The customer's blood glucose was 650 mg/dl at the time of call. The customer stated that they were given IV fluids and insulin to treat the blood glucose during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot. The customer stated that they were not getting no delivery alarms anymore. The insulin pump will not be returned for analysis.